Manufacturer narrative:
Initial reporter- establishment name: (B)(6) hospital . During inspection and testing, a crack was found in the packing. No abnormalities in device function were found when the operation of the device was evaluated. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the crack in the packing could have caused blood to flow back into the channel, temporarily remain there, and then emerge from the nozzle when water was passed through the nozzle. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "using a valve that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during a diagnostic endoscopic ultrasonography, the endoscope did not feed air. The procedure was completed with another endoscope. When water was sent through the endoscope following the procedure, blood came out. Four air/water valves that may have been in use with the endoscope were sent to olympus for evaluation. This report is for the third air/water valve. During inspection and testing of this air/water valve, a crack was found in the packing. This report is being submitted for the malfunction found during evaluation (crack in packing). There was no harm or user injury reported due to the event. The endoscope is being reported on the medwatch with patient identifier (B)(6). The first air/water valve is being reported on the medwatch with patient identifier (B)(6). The second air/water valve is being reported on the medwatch with patient identifier (B)(6). The fourth air/water valve is being reported on the medwatch with patient identifier (B)(6).